Manufacturer narrative:
The reported complaint is unconfirmed. The investigation of the returned coil system found the implant stretched at proximal and the pusher's black pet damaged at transition. The device was tested with a compatible lab provided microcatheter and the implant successfully advanced out of the distal end of the catheter without issue and the implant was measured to be within spec. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant appeared shorter in length than expected when advanced through a microcatheter. The coil was then withdrawn and removed from the patient and another coil was used to continue the procedure. Which was completed successfully. There was no reported patient injury or intervention.